Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1742, awareness date 19-oct-2015). It refers to a female consumer of unspecified age in united states who had essure model 205 (fallopian tube occlusion insert) inserted in 2005. The consumer experienced pain, mood swings, punchered (interpreted as punctured) uterus in 2010, thyroid number too high and throat closing up. She visited the emergency room on (B)(6) 2015 and experienced extreme pain from pelvic to foot. One coil was removed in 2010, and the remaining one was paralyzing her with pain. She stated she seemed to be an early filled with emotional and physical pain. All events were considered related to essure. Company causality comment this non-medically confirmed, spontaneous case report; refers to a female consumer who had pain (pain from pelvic to foot) after essure (fallopian tube occlusion insert) insertion. She stated one coil punchered uterus (interpreted as punctured uterus). Additionally, according to her one coil was removed. The reported events were considered serious due to their medical importance and are listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pain during/after the essure procedure. In this particular case, consumer had the perforation (punctured uterus) diagnosed 5 years after essure procedure. Although the exact mechanism of essure perforation was unknown; given events nature, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis is expected. No active follow-up will be pursued (case from health authority website monitoring).

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.